Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that her blood glucose readings have been jumping up and down. Customer's blood glucose went up to 400 mg/dl at one point and she's been eating the same thing. Customer's blood glucose was no 96 mg/dl. Customer stated that there was no blood at site. Customer stated that she changed out the set and the pump was dispensing insulin. Troubleshooting was performed and customer did not have a tubing clamp. Customer was advised to call back once she receives the tubing clamp to continue troubleshooting. Customer was advised to do a complete set change. Customer stated that the insulin did exit during manual prime.